Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient accessed by home care rn on (B)(6) 2022. Patient admitted to hospital for chemo (B)(6) 2022. Patient receiving cisplatin through huber needle hole found in catheter near end by microclave. Chemo had to be discontinued. Line violation due to open line; cultures drawn. Blood cultures came back cleared." Additional info. Received (B)(6) 2022: was there any patient harm reported? No but considered a line violation so had to wait to see if patient had positive blood cultures; they were negative

Event description:
It was reported "patient accessed by home care rn on (B)(6) 2022. Patient admitted to hospital for chemo 1/10. Patient receiving cisplatin through huber needle hole found in catheter near end by microclave. Chemo had to be discontinued. Line violation due to open line; cultures drawn. Blood cultures came back cleared." Additional info. Received 02.01.2022: was there any patient harm reported? No but considered a line violation so had to wait to see if patient had positive blood cultures; they were negative

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" powerloc max safety infusion set. The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damaged region contained striation-like patterns, radiating tear marks and material buckling which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking likely contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.